Event description:
A customer contacted beckman coulter (bec) to report a diluent leak coming from a coulter lh 750 hematology analyzer. The volume of the fluid was approximately 20 to 30 ml. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a pin hole at the tubing for the needle vent. Fse replaced the tubing which resolved the leak. The cause of the leak is attributed to a pin hole at the tubing for the needle vent. (B)(4).